Event description:
--

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a drop in monitoring voltage, from 2.93v in (B)(6) to 2.67v currently. The device is included in the shortened replacement window (srw) advisory that was issued (B)(4) 2007. While the device did not meet the inclusion criteria, the physician believed the device was depleting faster than expected. A boston scientific crm technical services consultant discussed continuing (B)(4) follow-ups and demonstrating the beep tones for the patient in case the device declares elective replacement indicator (eri) battery status sooner than expected.

Manufacturer narrative:
As of today, available information suggests this device remains in service without further complication. Should boston scientific receive additional information related to this clinical observation, this event will be reopened and updated. The device was explanted in (B)(6) 2010 due to normal battery depletion and was returned to boston scientific in (B)(4) 2010. No additional allegations were received against this device. The explanted device is undergoing detailed laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis revealed a degraded low voltage capacitor, which resulted in a high current condition. This may have contributed to the drop in monitoring voltage observed by the physician.